Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back requesting assistance regarding MRI. Patient services reviewed MRI mode. Patient said therapy had showed as being off. Agent tried to walk patient through connecting to ins, but patient had not charged ins in awhile. Patient services reviewed connecting recharger to ins. Patient was able to connect recharger to ins and will continue charging ins. Patient will call back after charging ins to review MRI mode. Patient mentioned ins turning itself off as previously noted. They called back and patient services helped caller with MRI mode. The caller observed por. Patient services reviewed that happens when the ins battery depletes and helped caller use MRI mode.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient said the stimulator shut its self-off and they can't turn it back on. Transferred caller to sunmed. Called patient back and got message that patient was not available and try back later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient (pt) called for assistance to use their equipment to activate MRI mode and said they will leave for their MRI in an hour. Worked with pt to try and synch their communicator/handset with their ins however pt got: recharger is inactive. Pt restarted the handset and tried again, got the same result, requested pt enlist the help of friend or family member. After family member got involved they were successful to sync, dismiss por, navigate to MRI mode and confirmed the ins was already in MRI mode. Reviewed to take the equipment with them to the appointment and they could call if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.